Event description:
Healthcare professional reported right side rupture. Device has been explanted. Device discarded.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: crease is observed. Wear abrasion is observed. Red particles were observed on the gel. Red particles were observed on the shell. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. Device has been explanted. Device discarded.